Event description:
Discordant advia centaur cp estradiol-6 iii assay results were obtained on a patient sample. The neat result for estradiol-6 iii did not match the 1:5 and the 1:10 diluted results. The neat result was reported to the referring clinic. The report was then amended and the 1:10 dilution result was released. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.

Manufacturer narrative:
The siemens field application specialist performed serial dilutions at the customer site and confirmed that the final result released to the clinic was appropriate. The previous result from the day before was processed normally and had yielded the appropriate flags and subsequent dilutions. No errors were reported by the customer for the instrument. The cause for the discordant estradiol-6 iii result is unknown. No further evaluation of the device is required.